Manufacturer narrative:
(B)(4). Cartridge damaged. The analysis results found that the cartridge was received fully fired and with the right gripping surface broken off. No functional test was performed. While no conclusion could be reached as to how the gripping surface became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a thoracotomy procedure, a piece of the device broke off. Procedure completed with same /like device. There was no adverse consequence to the patient.